Event description:
It was reported that the patient had ongoing twiddler's syndrome, resulting in a displaced ventricular lead. The lead was tested during a routine device changeout, and exhibited increased thresholds and was found to only pace intermittently. The initial decision was to leave the lead implanted, however, the day following the implant, the lead exhibited some failure of sensing. As a result, the lead was replaced, and the system was moved to a submuscular pocket in order to prevent future twiddler's. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.